Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a damaged conductor wire at the distal end near the yaw pulley. The insulation is damaged, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, there was a broken or loose cable on the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional comment: there was no arcing observed during procedure and no patient injury.